Event description:
The surgeon performed a bilateral ifuse procedure on (B)(6) 2012. The pt began complaining of left sided leg pain immediately after surgery. The pt had no obvious motor weakness or sensory deficit examination. The left leg pain worsened over the next few days. A CT scan showed that the proximal implant on the left side was angled somewhat cephalad and broached the cortex of the sacral ala. On (B)(6) 2012, the surgeon performed a revision surgery to remove the proximal implant on the left side. Implant was not replaced, no new implants were placed, and no bone graft was placed in the hole left by the removed implant. The pt's leg pain had resolved completely by (B)(6) 2012. The pt has no residual leg pain complaints. The pt has no residual numbness or weakness of the lower extremities.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, there is no indication of device failure and no indication that the device was out of specification. The root cause is malposition of the ifuse implant.